Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced seizures and loss of consciousness and ambulance was called. Customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.